Event description:
It was further reported that patient also experienced acute myocardial infarction as a result of the cardiac shock as the patient was admitted to the hospital. Poba was unable to improve the cto lesion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a stent dislodgement occurred. The patient presented to the hospital in shock. The 100% stenosed chronic total occlusion (cto) target lesion was located in the moderately tortuous proximal left anterior descending (lad) artery. Due to the cto bypass was unable to be performed. The proximal lad and left main trunk were pre-dilated. The 3.5x12mm promus element was advanced however was unable to cross the target lesion. Upon removal of the stent delivery system (sds), the stent dislodged from the sds in the left main trunk as the guide catheter was not firmly engaged. The dislodged stent was attempted to be removed with a snare however the stent moved to the distal left circumflex (lcx). Removal of the stent was attempted again but the physician decided that the stent would not move so the stent was left in the distal lcx. Following the procedure the patient expired; according to the facility the patient death was unrelated to the dislodged stent.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).